Event description:
Reference number (B)(4). Event took place in the united states. On (B)(4) 2025, the patient experienced an alarm indicating a blockage in the insulin flow of their infusion set. The obstruction occurred at the infusion site, which was located on the abdomen. This event happened within three hours after the set was inserted. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6005589 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code occlusion at infusion site (e.g., occlusion alarm from the infusion pump may have sounded) (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review the lot 6005589 was manufactured according to the wi version 111 and manufactured in the line 3, on 26/feb/2024, with a total of (B)(4) units. Trending: a query was run in database on 24/mar/2025 against malfunction code tubing detached from hub and lot 6005589 and other no more complaint have been registered in database for the same lot 6005589 and malfunction code. Conclusion summary of the related event. As a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.